Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, when the vaporizer was removed from the anesthesia machine, the interlock pin, nut and spring came out of the interlock assembly. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. Inspection of the unit revealed the interlock rod missing. The MDR was filed following a retrospective review related to a 483 response.